Manufacturer narrative:
Exemption number: e2014018. The lot/batch/serial number of the device was unknown, therefore a batch history review cannot be performed. The device has not been returned for evaluation; therefore investigation results are not available. If new information becomes available, a supplemental report will be sent.

Event description:
It was reported that when cutting the acetabulum, the surgeon suffered such a strong recoil that the machine hit his face and fell. The saw that caused the event was unable to be determined.

Manufacturer narrative:
Investigation: no product at hand. Conclusion and root cause: the failure is most probably usage related. Rationale: we did not receive the product for investigation, hence it was not possible to investigate the mentioned issue. On the basis of the statistical analysis, no similar complaints could be found in the last three years. Therefore we assume that a usage related error (misuse, defective tools, fall damage, etc.) Led to the mentioned recoil. Furthermore, we have no information regarding the maintenance status. According to our IFU, a maintenance must take place at least once per year. No CAPA is necessary. Corrected data: corrected manufacturing site address. Corrected patient code.